Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the returned device confirms the complaint; the cutting guide bridge has broken away from the clamp.

Event description:
During inspection, it was noticed that product was damaged.